Event description:
It was reported to philips that the device¿s rotational movements were not working. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system rotational movements were not working and there was lack of communication with the intervention tools. Upon inspecting the system, rse asked the customer to check the wiring of the system. The customer checked and fixed the wiring of the system. After the repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.